Event description:
It was reported that the customer received a message requesting a minimum of 50 units after filling the tubing. Customer used cold insulin. Customer would change to a new cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t: slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.